Manufacturer narrative:
Updated/additional information-the patient complained of blurred vision, "as if seeing everything through water." The surgeon suspected issues may be related to a very difficult personal period the patient is going through. The lens was explanted on (B)(6) 2017. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaints was reported for units in the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -18/5/009 diopter, in the patient's left eye (os) on (B)(6) 2017. The patient experienced excessive vaulting, refractive surprise, and blurred vision. As the date MDR submission, the lens remains implanted.